Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2018 and the mesh was used. During the procedure, the mesh seemed to come apart while using it. The tabs as well as the mesh portion seemed to be unattached. It was also reported that the mesh was soaked prior to use. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 12/19/2018.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/01/2019. Evaluation: a used mesh and patch was returned for analysis. During visual inspection of the used sample, the straps were partially detached to the ring, due to the mesh having begun with degradation process. Also, body fluids on the sample were noted. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported.